Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose reading was 320 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump had a cracked case at the display window corner, minor scratches on the display window and a cracked reservoir tube lip. The insulin pump was received without the original belt clip and no physical damage was noted to the belt clip slot.